Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the chin and marionette lines with a syringe of juvéderm® ultra xc. The syringe had a needle that ¿didn't sit right¿ and was removed and reapplied. Overnight, the patient experienced ¿red lumps¿ at the injection site and was ¿completely inflamed.¿ treatment was noted as possible treated with antibiotics. Symptom resolution was not specified.